Event description:
Information received indicates when the brakes were engaged, the casters would still swivel.

Manufacturer narrative:
The technician replaced the four worn casters to repair the stretcher.